Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. The analyst commented that there appeared to be a small amount of dried, white steroid substance on the helix and within the sleeve head. The helix functioned within specification during analysis.

Event description:
It was reported that a white material was adhered to the helix. The lead was not implanted. No patient complications have been reported as a result of this event.